Manufacturer narrative:
Corrections: section a a2: patient's age was omitted from the initial submission. Section b b1: product problem select as it was omitted from the initial submission. B2: required intervention to prevent permanent impairment/damage (devices) selected as it was omitted from the initial submission. Section d d4: unique identifier (UDI) # added as it was omitted from the initial submission. D7: explanted date was added as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be duplicated, and there were no nonconformities identified. Returned samples(s)/device inspected results: the returned implant was visually inspected and verified to be an inclusive tapered implant 5.2 x 10 mm implant using the radiographic template. No defect or non-conformity was observed. Investigation methods/results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatoibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported that the implant fell out of the mouth as it failed to osseointegrate. The actual complaint part has been received and is being processed for evaluation and investigation. The DHR was reviewed and no discrepancies were noted related to any processes involved in the manufacture of the implant itself. Failure to osseointegrate is a well known and well documented inherent risk of the implant procedure and is not caused by the implant itself. More results will be available upon completion of the investigation.

Event description:
It was reported that the implant fell out of the patient's mouth. An update was received upon follow up on 1/23/2017. The patient had tooth#19 extracted on (B)(6) 2016 and had an implant placed immediately after. The patient later experienced pain and had the implant fell out on (B)(6) 2016. The patient came into the doctor's office and received a graft. No abnormalities were observed with the implant itself.